Event description:
Procedure type: low anterior resection. According to the reporter: after applying the device, the posterior side had no staples and the blade only cut partially. Surgeon used suture to complete the anastomosis. Surgery time was extended about 45 minutes. There was no blood loss or pt injury reported.